Event description:
Adverse event(s): no pt impact reported (no consequences or impact to pt). Product problem(s): "footswitch became unresponsive" (device inoperable), "system displayed a failure" (device displays error message). The customer reported, the footswitch became unresponsive during surgery. A system message was also reported to have been displayed. The customer installed another footpedal and was able to complete the procedure with no pt impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).